Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the heavily calcified and tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. During removal interaction with the heavily calcified and tortuous anatomy resulted in the reported stent material separation. As reported, the remaining part of the stent was blocked against the vessel wall with another absolute pro. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous occlusion in the superficial femoral artery (sfa). Pre-dilatation was performed using a 6x120mm non-abbott dilatation catheter. The 7.0x150mm absolute pro self-expanding stent (ses) was advanced over a .035 guide wire to the target lesion; however, during deployment only 1cm of the stent was deployed and then the handle got stuck. The ses was removed from the anatomy but the deployed part of the stent broke off and remained in the common femoral artery. Another absolute pro stent was deployed to block the separated stent piece against the vessel wall. The procedure was completed with another absolute pro ses. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.